Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid in the pump module area door of their cycler after ending their pd treatment on (B)(6) 2022. The patient reported receiving a draining message occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Patient called in to report experiencing a blank screen during power up. The ok and stop keys made sound when pressed however the screen remained blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the reported event. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler will be returned to the manufacturer for physical evaluation. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid in the pump module area door of their cycler after ending their pd treatment on (B)(6) 2022. The patient reported a draining message occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Patient called in to report experiencing a blank screen during power up. The ok and stop keys made sound when pressed however the screen remained blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the reported event. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler will be returned to the manufacturer for physical evaluation. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Correction required: date was inadvertently submitted as (B)(6) 2022 in follow up 1, however the correct date should be (B)(6) 2022.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. An accelerated stress test (ast) was performed on the cycler and passed. The drain times were within the time specifications for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid in the pump module area door of their cycler after ending their pd treatment on (B)(6) 2022. The patient reported a draining message occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Patient called in to report experiencing a blank screen during power up. The ok and stop keys made sound when pressed however the screen remained blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn was unaware of the reported event. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler will be returned to the manufacturer for physical evaluation. Additional information has been requested but to date has not been provided.